Event description:
Philips received a complaint on the patient information center ix indicating that a patient coded and passed away, but the users were not aware.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomedical engineer, who connected the rse with the nurse manager. The nurse manager advised that the patient was transferred from another unit at 12:48 pm, and the telemetry device was replaced at 8:55 pm; however, the telemetry equipment was not paired with the pic ix central station, and the telemetry device was unassigned. The patient coded and passed away without the user being aware. The customer requested assistance accessing any audit lots. It was recommended to review the admission/transfer workflow and additional education may be provided. It was clarified there was no allegation of deficiency with the device but that the staff did not pair the telemetry device. Based on the information available and the testing conducted, the cause of the reported problem was the user. The reported problem was not confirmed. The rse advised the nurse manager on how to retrieve prior data in general review and how to search the clinical audit trail. The rse emailed a copy of the clinical audit trail guide, the configuration manual, a quick guide for the pic ix, and pages to reference prior data. The device was confirmed to be operating per specifications and no failure was identified.